Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was 421 mg/dl. The customer was treated with bolus and manual injection. The patient stated that he does feel ok to troubleshoot. The troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat per health care provider instruction. The customer did not want to change again as he has already change today.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).